Event description:
It was reported that the trial procedure was aborted due to an unknown reason. The patient was reportedly in a stable condition.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7312972. UDI: (B)(4).

Event description:
It was reported that the trial procedure was aborted due to an unknown reason. The patient was reportedly in a stable condition. Additional information was received that the physician could not advance the trial leads due to scar tissue. The trial leads will not be returned per hospital policy.